Event description:
A patient underwent a bilateral lateral lumbar laminectomy, l3 to l5 with posterior lateral fusion and pedicle screw fixation. A jackson-pratt channel drain size 10 mm was placed without event. Post-surgery, the same day, the device came apart at the junction of the fluted part with the tubing. The surgeon attempted to retrieve the retained portion at bedside but was unable to do so. The patient was taken to surgery for removal of the retained piece and placement of an alternate drain.placement of a jackson-pratt channel drain size 10mm. The drain to function as prescribed. Later, removal of the drain when deemed appropriate time by the surgeon.